Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer reported that the pump was exposed to moisture. Customer reported that the insulin pump has an unresponsive keypad and moisture can be seen underneath the lcd display screen. Customer's blood glucose at the time of the incident was 146 mg/dl. Product is not expected to return.